Event description:
It was reported that the burr became stuck with the rotawire. The severely calcified target lesion was located in the coronary artery. A 330cm rotawire and a rotaburr were selected for use. During the procedure, it was noted that the burr and the rotawire became stuck during advancement. The devices were removed with slight force. Furthermore, a non bsc microcatheter was advanced into the rotawire and it became stuck again at approximately 70,000rpm while at dynaglide mode. The devices were removed together as a system. The procedure was completed with another of the same device. No patient complications were reported.